Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, inflammatory response, kidney disease/toxicity, lung disease, reduced cardiopulmonary reserve and lung cancer from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes. The ventilator passed the posttest¿s applicable test steps on the trilogy multifunction test station. Since the internal battery had a permanent failure, it was replaced to be able to run the device on the test station. Pil has determined that the trilogy100 ventilator functions as designed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, inflammatory response, kidney disease/toxicity, lung disease, reduced cardiopulmonary reserve and lung cancer from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes. The ventilator passed the posttest¿s applicable test steps on the trilogy multifunction test station. Since the internal battery had a permanent failure, it was replaced to be able to run the device on the test station. Pil has determined that the trilogy100 ventilator functions as designed. Box h coding has been updated/corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, inflammatory response, kidney disease/toxicity, lung disease, reduced cardiopulmonary reserve and lung cancer from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.